Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was conducted and the DHR was reviewed and repair was found on p/n 319.006 lot #6706237 work order #(B)(4). One depth gauge for 2.0mm and 2.4mm screws was returned for tip broken. The device was scrapped and was not returned to service. This repair is relevant to the complaint because it is for the broken tip. No issues were found during manufacture that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the measuring needle is broken away from the scale body. No reported patient or procedure involvement or harm noted. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint form received from synthes (B)(4), reported an event in (B)(6).

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: one part 319.006 was received with the measuring needle broken off graduated body. The handle has various marks and scratches, and the laser marking on the shaft is clearly visible. The returned depth gauges show significant use during its lifespan. The hooked needle is broken off at the junction of the black measuring rod on each device. Per the technique guide, the depth gauge is part of 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The relevant drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The slide mechanism on the depth gauge was tested and there are no issues with the sliding mechanism. The outer body of the depth gauge does not fall off when the device is held vertically. The miniature ball on the slider is present. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component is extra hard (B)(4), which is an appropriate material for an instrument component of this type. The dimensions, material, and tolerances are within specification. The design is adequate for its intended use and did not contribute to this complaint condition. The most probable root cause for this complaint is excessive force exerted on the depth gauge or placing / dropping heavy instruments on top of the device during the sterilization process could have led to this complaint condition. The complaint is confirmed, and the design of the device did not contribute to this complaint. (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.